Event description:
It was reported that the right atrial (ra) lead was noted with possible oversensing on strips of atrial tachycardia (at)/atrial fibrillation (af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5024m-58 lead, implanted 1997-(B)(6). (B)(4).